Event description:
Boston scientific crm received information that this recently implanted device (one month) was close to elective replacement indicator (eri). Upon review of the device's stored data, the local representative reported that the battery had less than one year. The local representative informed technical services that there were no battery warnings at the time of the implant procedure and the patient had not required therapy to date. The device was programmed to ddd mode at 70 bpm. The right atrial (ra), right ventricular (rv) and left ventricular (lv) outputs had been programmed to 3.5 volts at 0.5 ms, 3.5 volts at .5 ms and 2.0 volts at 1.0 ms respectively. The battery detail showed 674 uw and 1157% consumption. Technical services recommended that the local representative perform a save-to-disk and memory dump. Technical services informed the local representative that therapy could not be guaranteed and the patient should be considered unprotected. A save-to-disk and memory dump was received. The files were forwarded to in-house engineering for analysis. Memory dump analysis was performed and in-house engineering believed that the device, at the current power consumption, may last 1 month or more but probably not 3 months. In-house engineering recommended the device be replaced and returned for analysis. The patient was scheduled for device replacement and the device will be sent back to boston scientific's post market quality assurance laboratory for analysis testing. Technical services received an e-mail from the local representative reporting that the device was explanted.

Manufacturer narrative:
Upon receipt at boston scientific's post-market quality assurance laboratory, a thorough evaluation of the product was performed. The measured battery voltage was found to be 1.22 volts; engineering calculations indicated that the device fell short of longevity expectations based on actual clinical use. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. In an attempt to determine the cause of the high-current condition, electrical testing and analysis were conducted, which isolated the high-current condition to an anomaly on one of the component layers (gate oxide) within the device's integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.